Manufacturer narrative:
Section b3: date of death corrected. Section d5: operator of device corrected. Manufacturer's investigation conclusion: the reported event of no external power alarms was confirmed via the submitted log files. On 27jul2024 at 00:47:33, the submitted log file captured no external power alarms due to a relative state of charge (rsoc) voltage of ~0v on both power cables. This is consistent with the disconnection of both power cables simultaneously. The backup battery supported the system without issue during the event. The no external power alarms remained active until the driveline was disconnected and the system controller was shutdown at 00:53:28. There were no other notable events captured on the reported event date in the log file. The root cause for the no external power alarms was determined to be due to both power cables being simultaneously disconnected. This is consistent with termination of support after the patient passed away from a cardiac arrest. The device history records were reviewed and the records reveal that the heartmate 3 system controller, serial number hsc-093270, was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 instruction for use (rev. A) was available for use at the time of the event. Section 7, entitled ¿alarms and troubleshooting¿, provides instruction on how to identify and resolve no external power alarms. The heartmate 3 instruction for use section 3, entitled ¿powering the system¿, instructs the user to ensure one power cable is always connected to an external power source. The heartmate 3 patient handbook (rev. D) which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Further review of the log files captured a no external power event due to both system controller power cables being disconnected, associated with termination of support.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
A no external power on the power module associated with termination of support was noted.